Event description:
While assisting customer to troubleshoot customer stated that the pump would rewind and not escape from priming screen. Customer stated that he was disconnected while primming. After rewinding a couple of times customer state he felt light headed. Soon after the paramedics arrived to assist him. It was confirmed with customer's wife that customer was disconnected while priming.